Manufacturer narrative:
Please note that the following information was inaccurately reported on the initial MFR. Report and should be disregarded: conclusions: "in addition, the outer diameter (od) of the proximal end of the embolization coil is larger than the ID of the lumen on the proximal end of the introducer sheath."

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil¿s stretch resistant wire (sr wire) was fractured and the embolization coil was stuck inside its introducer sheath. The distal detachment tip (ddt) was fractured off the pusher assembly. Conclusions: evaluation of the returned device revealed that the embolization coil was retracted out of the proximal end of the introducer sheath. The inner diameter (ID) of the proximal end of the introducer sheath is smaller than the rest of the sheath. This allows for the introducer sheath to seat properly on the pusher assembly mid-joint. In addition, the outer diameter (od) of the proximal end of the embolization coil is larger than the ID of the lumen on the proximal end of the introducer sheath. The embolization coil being retracted out of the proximal end of the introducer sheath likely caused the embolization coil to get stuck inside the sheath¿s friction lock and contributed to the physician not being able to advance the coil out of the sheath. Further evaluation revealed that the sr wire and ddt were fractured. These damages likely occurred from forceful retraction against resistance after the embolization coil became stuck inside the introducer sheath. The pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred during packaging of the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using ruby coils. During the procedure, the scrub technologist was unable to advance a ruby coil out of its introducer sheath and into the hub of a lantern delivery microcatheter (lantern). The ruby coil appeared to be stuck at the friction lock inside its introducer sheath. Therefore, the introducer sheath containing the ruby coil was removed and the procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.